Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep stated that they met with patient, following his lead replacement surgery on (B)(6) yesterday, to turn his system on and program. Rep programmed patient in the t9/t10 disc space using hd settings increased to perception. The plan is for patient to run this programming until patient's poa on (B)(6). If there is not a decrease in his usual painful areas (back and legs), then patient will be reprogramed using conventional ld settings for stimulation coverage. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID; 977c265, serial# (B)(4), implanted: (B)(6) 2019, product type; lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 15-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the hcp scheduled to perform a lead revision due to the current lead placement being too high to program for any leg pain coverage. No falls reported. Impedance check returned all 16 electrodes to be wnl. Reprogramming has proved no leg pain relief. Issue not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was unknown. A lead revision is scheduled for (B)(6) 2018.